Event description:
The customer reports that the device failed the defib test with the test load and paddles connected. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reports that the device failed the defib test with the test load and paddles connected. There was no reported pt involvement. The device was evaluated locally by the customer. Given the information provided by the customer, the philips customer care center determined that the therapy pca had failed. The response center ordered a new therapy pca for the customer to resolve this issue. We will consider this a failure of the therapy pca.